Event description:
The physician was using a pacific xtreme pta balloon catheter to treat a lesion in an upper-arm shunt. First, the lesion was dilated at the nominal 7atm. After that, the balloon could not be deflated. Even after many times of applying the negative pressure, the balloon still did not deflate, so the operator tried to house the balloon into the sheath as-is, however the inflated balloon could not be retracted into the sheath. As the final option, the balloon was inflated further, and when the pressure exceeded the in deflator¿s gauge (30atm), the balloon finally ruptured. Thus, the procedure ended after the relevant device was recovered. This event had no effect on the patient.

Manufacturer narrative:
Evaluation results: limited information - root cause is undetermined. Evaluation conclusion: limited information - root cause is undetermined. Conclusion not yet available: evaluation in progress. (B)(4).

Manufacturer narrative:
Evaluation results: unapproved use of device- the device is indicated for use in the peripheral arteries (ilio-femoral-, femoral-, popliteal-, infra popliteal- and renal arteries) and carotid and supra-aortic arteries. Related to operational context-event most likely related procedural related. Deformation problem. Evaluation conclusion: off ¿label, unapproved or contraindicated use-the device is indicated for use in the peripheral arteries (ilio-femoral-, femoral-, popliteal-, infrapopliteal- and renal arteries) and carotid and supra-aortic arteries. Operational context caused or contributed to the event-event most likely related procedural related. (B)(4).

Event description:
Evaluation summary: the balloon and the shaft were damaged. The guide wire was stuck into the catheter and it was not possible to remove it. The shaft was kinked near the balloon and the balloon was longitudinally burst and corrugated. The markers were moved from the correct positions. The proximal balloon welding was stretched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.